Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, wear abrasion, and an opening. A leak test was performed which found an opening on the posterior side. A microscopic analysis was performed which identified a smooth crease on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease on the posterior side due to a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.